Manufacturer narrative:
Two samples were received in unused condition to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection was completed at a distance of 12 to 16 inches under normal conditions of illumination. The samples did not present any damage, scuffs, pinch marks, cracks or crazing that could cause the failure mode reported. Functional testing was performed by filling the cassette reservoirs with water, connecting them to a pump and fully priming the samples. The cassette reservoirs connected without difficulty, the pump was set to run and no alarm was activated. The complaint was unable to be confirmed during testing. Due to a trend, further investigation has been initiated to address this failure mode. D4, d5, g2 and g5 are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms#(B)(4).

Manufacturer narrative:
Lot number is not provided at this time. Additional contact: (B)(6).

Event description:
Information was received indicating that the pump stopped halfway through the infusion with a smiths medical cadd cassette reservoir. It was reported that 0.85 ml out of 100 ml was infused then a no disposable pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.